Event description:
It was reported that the patient with this electrode received two inappropriate shocks due to non-physiologic artifacts and baseline shifts while programmed in secondary sensing vector. Artifacts were reproducible during provocative maneuvers. Other sensing vectors were tested as well. Noise was seen on all vectors when the patient was moving, especially noise which could be reproduced by manipulations around the pocket. Technical services (ts) was consulted and noted the observed pattern of artifacts is likely related to electrode impairment. The patient was hospitalized with therapy deactivated (the patient was protected externally), pending a revision procedure. No additional adverse patient effects were reported. Additional information received indicates the patient underwent surgical intervention, and their s-ICD system was explanted and replaced with a new system. Besides intervention, there were no other adverse patient effects reported. Device return is expected.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified a crack in the polycin vorite notch area next to the proximal sensing electrode, extending into the insulation. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed a fracture of the sense a conductor approximately 110 millimeters (mm) from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient with this electrode received two inappropriate shocks due to non-physiologic artifacts and baseline shifts while programmed in secondary sensing vector. Artifacts were reproducible during provocative maneuvers. Other sensing vectors were tested as well. Noise was seen on all vectors when the patient was moving, especially noise which could be reproduced by manipulations around the pocket. Technical services (ts) was consulted and noted the observed pattern of artifacts is likely related to electrode impairment. The patient was hospitalized with therapy deactivated (the patient was protected externally), pending a revision procedure. No additional adverse patient effects were reported. Additional information received indicates the patient underwent surgical intervention, and their s-ICD system was explanted and replaced with a new system. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that the patient with this electrode received two inappropriate shocks due to non-physiologic artifacts and baseline shifts while programmed in secondary sensing vector. Artifacts were reproducible during provocative maneuvers. Other sensing vectors were tested as well. Noise was seen on all vectors when the patient was moving, especially noise which could be reproduced by manipulations around the pocket. Technical services (ts) was consulted and noted the observed pattern of artifacts is likely related to electrode impairment. The patient was hospitalized with therapy deactivated (the patient was protected externally), pending a revision procedure. No additional adverse patient effects were reported.